Event description:
Pt required emergency c-section. Anesthesiologist was initiating spinal anesthesia using suspect medical device when the needle broke in two pieces. One portion of needle remains in pt at present. Mda and spine surgeon determined that leaving it in was best tx option. Needle not in bone or interspinal area. No surgery required at this time.